Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 (software version 3.00) indicating a device malfunction as the device was not powering on when operating solely on alternating current (ac) power and only operated on battery. The device did not run on wall power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that device was not powering on when operating solely on alternating current (ac) power and only operated on battery. The device did not run on wall power. The issue prevented the battery from charging. Once the battery was depleted, the device powered off and could no longer be used. No error codes/messages were encountered, and no accessories, including third-party devices were being used that may have contributed to the issue. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp was able to replicate the reported issue after testing the power cord while using a multimeter and discovering that the power cord was defective. The asp then used a replacement power cord and found that the device operated normally, confirming that the faulty power cord was the cause of the alleged malfunction. The asp ultimately replaced the defective power cord, successfully performed functional verification and electrical safety tests, verified that the issue was resolved, and returned the device service as it passed the required performance verification tests per philips standard. No malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly.